Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the catheter was snapped and the remaining part was left in the radial artery of the patient. A plastic surgeon successfully retrieved the foreign body." The catheter was removed by arteriotomy. It was reported "from this incident point of view patient status is stable but is critically unwell in general."

Event description:
It was reported that "the catheter was snapped and the remaining part was left in the radial artery of the patient. A plastic surgeon successfully retrieved the foreign body." The catheter was removed by arteriotomy. It was reported "from this incident point of view patient status is stable but is critically unwell in general." Associated MDR numbers include: 3006425876-2025-00525 and 3006425876-2025-00553.

Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided two photos for analysis. The first photo revealed the lidstock information and the second photo revealed two arterial catheters; one had clear signs of use in form of biological material and the other appeared to be an unused, representative catheter for comparison. The used catheter was separated at two locations on the catheter body. One separation occurred adjacent to the juncture hub and the other was approximately 5mm from the juncture hub based on the ruler pictured. Considering the location and appearance of the pictured separations, the damage appears consistent with exposure to uv light during storage and shipping. However, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for investigation. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "storage conditions for these devices require that they are kept dry and out of direct sunlight." The current approved product labeling for finished good sac-00324-pbx was reviewed and label part number lbl058179 rev.02 includes the iso 15223-1 symbol indicating "keep away from sunlight." The customer report of arterial catheter separated was confirmed through visual inspection of the customer supplied photos. The damaged arterial catheter in the supplied photos was separated at two locations on the catheter body. One separation occurred adjacent to the juncture hub and the other was approximately 5mm from the juncture hub based on the ruler pictured. Considering the location and appearance of the pictured separations, the damage appears consistent with exposure to uv light during storage and shipping. However, a complete analysis to determine the cause of the damage could not be performed as no sample was returned for investigation. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue. Based on these circumstances, the root cause of this event could not be confirmed without a sample returned for investigation. Teleflex will continue to monitor and trend for reports of this nature.